Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a mortuary with no cause of death information. The patient died approximately eight months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was cosmetic depression of the outer insulation and apparent explant damage. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut and had cosmetic depression.